Event description:
It was reported that this right ventricular (rv) lead was explanted for noisy signals due to lead fracture. A new rv lead was succesfully implanted. No additional adverse patient effects were reported.